Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual inspection showed that the drill had fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that patient had initial shoulder arthroplasty. During the surgery, the drill bit fractured, and the broken piece was noticed in post-op x-rays. As per the surgeon, there was not enough space in the shoulder, causing a lot of pressure on the drill which must have caused it to fracture. No additional patient consequences were reported.